Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that implant placement in surgical setting, all sterile. Due to lack of primary stability at site # 14, implant was removed and area grafted. Patient returning for future implant placement. As a result of the event no injury to the patient was reported. Symptoms as a result of the event: pain and inflammation. Clinician confirmed that the patient experienced pain and inflammation after the site was grafted.